Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 8 days post-operative of a laparoscopic hemicolectomy where the colon was anastomosed, there was a post-operative leak found through CT scan and clinical diagnosis. The staple line was found to be incomplete. It was stated that CT shows air next to the anastomosis. The staple line was fixed by over-sewing and ileostomy. The patient¿s hospitalization was extended for 10 days. It was also stated that in 6 weeks, the patient will undergo an abdominal CT and revision of ileostomy.